Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient implant op report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with a fourth degree cystocele and vaginal vault prolapse. The patient underwent an exploratory laparotomy, vaginal vault fixation with implant of a bard flat mesh, paravaginal repair, burch colposuspension, uterosacral plication of pouch of douglas, cystoscopy and anterior colporrhaphy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Event description:
As reported on (B)(6) 2016, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with a fourth degree cystocele and vaginal vault prolapse. The patient underwent an exploratory laparotomy, vaginal vault fixation with implant of a bard flat mesh, paravaginal repair, burch colposuspension, uterosacral plication of pouch of douglas, cystoscopy and anterior colporrhaphy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on additional information provided by patient's attorney which included the patient fact sheet and general patient outcome allegations: attorney alleges outcomes attributed to device of pain, infection, urinary problems, bowel problems, recurrence and dyspareunia.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included general patient outcome allegations: currently, it is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges as a result of the defective nature of the mesh, the patient suffered pain, infection, urinary problems, bowel problems, recurrence and dyspareunia. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted.